Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The manufacturer did not receive explanted devices. The operation report has been provided. It states that the acetabular cup has been fixed with a screw and that surgery was completed successfully. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in july 2008. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2006. It is also reported that post op patient experienced pain. It is additionally reported that a revision was performed in the (B)(6) and the surgery reported was provided.

Manufacturer narrative:
Case was reopened on 06/17/2015 to enter additional info which was received on 06/15/2015. Review of event description: product was implanted on (B)(6) 2006 and revised on (B)(6) 2011 due to pain, wear and loosening. Surgical report: the implantation notes of the hip states that the surgery was according to standard protocol. Visual examination: explant examination report; moderate light and dark third body material present on the porous coating of the durom acetabular component. Light scratching evident on the articulating surface and rim of the durom acetabular component. Light signs of wear present on the articulating surface of the metasul ldh large diameter head, but no sign of corrosion. Limited dark third body material present on the laper cavity walls and rim of the metasul ldh large diameter head. The investigation of the retrieval did not reveal any product defects besides some signs of wear and damages through the revision surgery. With the info provided and the investigation result, it is still not suspected that a product failure led to the alleged event and that this case is related to the issues for which zimmer implemented a notification in 07/2008 as referenced previously. Should additional info become available that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported, that the durom us acetabular component 52/46 l was implanted on (B)(6) 2006 on the right side. The pt underwent a revision surgery on (B)(6) 2011 due to pain, wear and loosening.

Event description:
It is reported that pt underwent left total hip arthroplasty on (B)(6) 2006. It is also reported that post op, pt experienced pain.